Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for treatment of bladder issues. It was reported that pain on the incision site since they were implanted. Patient also reported they were constipated on the implant date, so they took laxatives and started having diarrhea on sunday morning. Patient stated they have been rolling over the bed because the incision still hurts. Patient also mentioned that on monday, their catheter was removed and they noticed their frequency got worse, they stated their volume was slightly different but their urgency to go to the bathroom wasa lot worse than before the implant. Agent advised to decrease the intensity or to turn off the therapy while their visit their healthcare provider for it to be adjusted, but patient did not want to do it during the call mentioning they would wait to see them. Patient confirmed stimulation was currently comfortable .the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.